Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device would not work - bearings was confirmed. It was determined that the device reflected heat with a reading greater than the manufacturer's specifications. It was further determined that the bearings and spacers showed corrosion / worn out. It was determined that corrosion on the bearings and spacers was consistent with normal use. It was determined that the bearings were worn out and no longer in axial alignment which was consistent with creating heat and intermittent operation (bearings would not work). The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the attachment device would not work - bearings. During an in-house engineering evaluation, it was observed that the device reflected heat greater than the manufacturer's specification. It was further determined that the bearings and spacers showed corrosion and were worn out. It was reported that there were no delays in a surgical procedure and a spare device was available for use. Ther was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly